Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that one photo was provided for review and confirms a burn injury to the lower thigh and inside lateral knee. Blisters can also be noted in the photo. The device IFU does caution, ¿when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury¿ and ¿as a consequence of electrosurgery, damage to surrounding tissue through iatrogenic injury could occur.¿ based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (type of investigation & investigation findings).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a hip arthroscopy the superturbovac wand caused second-degree burns to the patient. The procedure was completed with the same faulty device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: description updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review found that one provided photo confirms a burn injury to the lower thigh and inside lateral knee. Blisters can also be noted in the photo. All other documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a hip arthroscopy the superturbovac wand caused second-degree burns to the patient. The procedure was completed with the same faulty device. The size of the burn was approximately 13 centimeters in length and was initially treated with vaseline gauze. The location was the right lower limb thigh. It is unknown if there was a delay. No further complications were reported. Patient in the process of recovering the affected tissue.

Manufacturer narrative:
H10: h2: additional information in b5 h11: h2: corrected information in h6: health effect - clinical code and impact code.

Event description:
It was reported that during a hip arthroscopy the superturbovac wand caused second-degree burns to the patient. The procedure was completed with the same faulty device. The size of the burn was approximately 13 centimeters in length. The location was the right lower limb thigh. It is unknown if there was a delay. No further complications were reported. Patient in the process of recovering the affected tissue.